Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced low blood glucose (bg) levels ranged from 34-55 mg/dl resulting in the customer losing consciousness. Emergency medical services (ems) were contacted and paramedics administered dextrose to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.